Event description:
A hydrothermablation procedure set was used during a procedure in 2009. According to the complainant, during a follow up visit at about 12 days later, a burn was noted on the buttocks which measured approximately 3 inches, was described as "narrow" and "spotty", was classified as "second degree" and was treated with topical cream. The burn may have been caused by the hta tubing, although this information cannot be confirmed. Follow up information received at approx 3 weeks later, revealed the burn continues to be classified as "second degree" and the pt is still receiving treatment. There were no further pt complications reported with this event.

Manufacturer narrative:
The complainant was unable to provide the suspect device upn and lot numbers; therefore, the device manufacture date and expiration date are unknown. The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any additional relevant information is received, the supplemental medwatch will be filed.